Event description:
A camino monitor (camino advanced monitor with icp waveform) was reported to have malfunctioned while monitoring a pt. The monitor was reading erratically. It was felt that either the monitor, cable or catheter were faulty.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.